Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The vacuum was disabled without resolve. The balloon catheter was inflated and the system notice occurred again with a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Blood was then seen in the coaxial connector. It was then confirmed that there was no blood in the coaxial port or the blood bottle. The balloon catheter was removed from the patient and the case was switch to radiofrequency to complete. Data files were unable to be downloaded as they were corrupted initially as the console was incorrectly shut down, the data files were later downloaded correctly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. The patient files did not record any applications. The failure files confirmed system notices 50005 indicating (the safety system has detected fluid in the catheter and stopped the injection) and 50006 (indicating the safety system has detected blood in the catheter handle, the injection was stopped and the vacuum disabled) on the date of the event. In conclusion, the reported system notices, 50005 and 50006, were confirmed through data analysis. The physical product, afapro28 with lot 06158 was returned for analysis, and the device evaluation is anticipated, but not yet begun. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 06158was returned and analyzed. Visual inspection was performed, and a bond detachment was observed at outer balloon proximal bond. External visual inspection of the balloon segment showed blood/fluid inside the balloon and blood inside the coaxial connector. The catheter smart chip data was reviewed. Data indicated the catheter was never used; no applications were performed. During functional testing, the console terminated the application and triggered system notice 50005, indicating that the safety system detected fluid in the catheter and stopped the injection. Pressurization of the outer balloon identified the outer balloon proximal bond leaked and was detached from the shaft. Additionally, the outer balloon proximal bond was completely detached. In conclusion, the balloon catheter failed the returned product inspection due to an outer balloon proximal bond detachment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.